Manufacturer narrative:
(B)(4). Implant date: 2013. Concomitant medical products: kne-natural knee flex-femorals-unk; p/n: unk, l/n: unk. Kne-natural knee flex-bearings-unk; p/n: unk, l/n: unk. Kne-natural knee flex-tibial trays-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was not confirmed by review of x-rays. X-rays were provided however they are not dated. Review by the nursing team stated that as no apparent subluxation or fracture noted with the knee and no apparent wear noted in the images provided. There appears to be a possible plating system in proximal tibia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.